Manufacturer narrative:
This report is submitted on july 10, 2017.

Manufacturer narrative:
This report is submitted on june 22, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2016, due to the patient experiencing undesirable sensations with device use. The patient was reimplanted with another manufacturer's device during the same surgery.